Event description:
(B)(4). Ibs and extreme gas pain all day every day, cluster migraine headaches that make my eyes puffy, extreme lower back pain, fatigue, legs are sore all the time, and extreme right lower pelvis pain and always bloated.